Event description:
It was reported that during a stent procedure of a moderately tortuous rca at the take off of the first marginal, the stent dislodged. The physician had predilated the lesion with a reasonable result. While advancing the delivery/stent device it became stuck in the proximal edge of the lesion. The physician was unable to advance or withdraw the delivery/stent device. Using some force, the delivery device was removed, however, the stent dislodged. Attempts to retrieve the stent were unsuccessful. The physician "crushed" the stent against the coronary wall and two other MFR's stents were used to complete the procedure. The procedure was tolerated well by the patient.